Event description:
As reported by (B)(4) medical's distributor in (B)(4), the catheter tubing of a valved PICC device fractured just distal to the suture wing. There was no adverse effect to the patient. The used device has been returned for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specification. The (B)(4) medical (B)(4) 2010 complaint report was reviewed for the product family of vaxcel pasv PICC and the failure mode of "catheter broke." No adverse trends were noted. As received the catheter tubing was fractured distal to the suture wing. Under magnification, the edges of the catheter showed indication of having been subjected to longitudinal forces, as if being pulled, as opposed to having been cut or burst. This would have been caused by mishandling of the device by a clinician or the patient. Based on the appearance of the catheter, it had been in use for sometime, indicating that the catheter was fully functional and intact at the time of implant. A functional leak check with compressed air found the catheter tubing to be patent. The directions for use packaged with the product include the precaution to "minimize catheter manipulation during catheter application and removal." The removal instructions state," grasp the catheter shaft between suture wing and insertion site and remove slowly, in small increments, keeping catheter parallel to skin surface. Do not grasp the luer lock hub to remove the catheter, as catheter damage may occur." As the likely root cause of the event is not related to product manufacture or design, no corrective actions will be taken. The process controls for this device are considered sufficient to detect any catheter that is occluded or damaged prior to release. Process controls on the catheter assembly include 100% visual inspection for damage, 100% air leak testing and 100% testing with a guidewire to confirm lumen patency. (B)(4) inspections include visual and dimensional checks, tensile testing, and leak testing to verify proper assembly. (B)(4).